Event description:
Initial information was received on (B)(4) 2013 from a consumer. This female consumer used colgate zig zag toothbrush (lot # 7891024148495) and swallowed three bristles. She used the toothbrush once on (B)(6) 2013. Subsequently, she experienced the event on (B)(6)2013. She went to the hospital and had the bristles removed from her trachea via endoscopy. Cataflam and cyproterone were used as treatment. Use of the toothbrush was discontinued after the initial use on (B)(6) 2013. A healthcare professional recommended the consumer take more care when purchasing toothbrushes. At the time of this report, the event was ongoing as the consumer indicated she was improving. This case is referenced as (B)(4).